Manufacturer narrative:
Per the t:slim x2 g6 user guide: "only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. In addition, only your healthcare provider can determine your cgm settings and how you should use your sensor trend information to help you manage your diabetes. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the correction factor setting was incorrect on the pump which made the bolus calculation amount incorrect. There was no reported adverse impact to the customer. The customer corrected the correction factor setting successfully. Multiple contact attempts were made by tandem technical support to determine why the setting was incorrectly set; however, the customer did not respond.